Event description:
It was reported that the user experienced a hyperglycemia event while hospitalized for a heart related procedure. The heart procedure was unrelated to diabetes or the eversense system. During the hospitalization, medical staff identified a hyperglycemic event, with a laboratory blood glucose value reported at approximately 600 mg/dl. At the same time, the eversense system was displaying a sensor glucose reading of approximately 125 mg/dl the user received bolus insulin treatment in the hospital and remained hospitalized for an additional day for monitoring and management of the hyperglycemic episode. The treating healthcare provider was aware of the event. The user reported feeling better at the time of follow-up, and the event did not result in sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.